Manufacturer narrative:
The technician replaced both head end brake casters to repair the stretcher.

Event description:
Info received indicates the head end brake casters continue to swivel when in the brake position.